Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 34 mg/dl. (B)(6) was consumed. Customer went to the emergency room (ER) and was provided food to consume. After being in the ER for less than a day, bg was 232 mg/dl and customer was in good condition. Cause of low bg was not known. Recommendation was made for the customer to discuss the event with a healthcare provider.